Event description:
According to the reported: clips did not form properly and some staples stuck in the staple cartridge. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B)(4): the device investigation is on process.